Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the suture was broken because the suture at the proximal end had been deformed. It was noticed after use, but the doctor thinks the suture had been deformed when the package was opened. The sales rep explained that the joint between the suture and the needle was hollow and is prone to being deformed if grasped, and the doctor said that the doctor did not grasp that area. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/6/2026 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following: can you identify the lot number of the product involved? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture combination was returned for analysis. Product code y303h. During the initial inspection of the sample, no breakage suture was observed. Even though the swage and attachment area were not as expected, since the swage area has an overly compressed swaged area (sharp edge condition or a wing-like projection). This product code y303h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, the fin defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.